Event description:
The customer reported that the insulin pump alarmed motor error while bolusing the night before. The blood glucose reading was 324mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that the device was exposed to a high magnetic field while having an MRI and she forgot to remove the insulin pump. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms. The device was received with cracked battery tube threads and scratched display window.